Event description:
The patient contacted animas on (B)(6) 2014 reporting that they have had six loss of primes in two weeks. The patient stated that they are not prepping the cartridge correctly and using cold insulin. The patient stated that they had an elevated blood glucose (bg) with some ketones. This report is being made due to the bg excursion that resulted from the patient not prepping cartridge correctly and using cold insulin.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient not prepping cartridge correctly and using cold insulin).